Manufacturer narrative:
The unit was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The unit was unable to perform the basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests along with verifying the compromised force sensor system alarm due to a motor error alarm. The unit was received with normal operating currents and passed the unexpected restart error test. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the rewind process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped, dropped, or exposed to moisture. The drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.